Manufacturer narrative:
A review of the manufacturing records could not be conducted without a lot number. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After implant, the palmaz unmounted stent xl dislodge from it's implant site and migrated to the right atrium. The patient had to go to surgery to remove the stent. The patient is recovering and is doing well. The implant date is unknown. Additional information is pending.

Manufacturer narrative:
After implant, the palmaz unmounted stent xl dislodge from it's implant site and migrated to the right atrium. The patient had to go to surgery to remove the stent. The patient is recovering and is doing well. The target lesion was is the inferior vena cava (ivc). The patient was having ivc stent placed in an outpatient facility and the stent was undersized and migrated the implant date is unknown. The index procedure was elective. The device is available for analysis. No other information was provided. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After implant, the palmaz unmounted stent xl dislodged from its implant site and migrated to the right atrium. The patient had to go to surgery to remove the stent. The patient is recovering and is doing well. The target lesion was is the inferior vena cava (ivc). The patient was having ivc stent placed in an outpatient facility and the stent was undersized and migrated. The implant date is unknown. The index procedure was elective. The device is available for analysis. No other information was provided. The product was returned for analysis. A non-sterile unmounted palmaz stent unmounted xl 40mm was returned. Neither the stent delivery system (sds) nor other components were returned for evaluation. Per visual analysis, no anomalies could be observed on the stent component. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the complete device was not returned for analysis, nor were procedural images provided. The exact cause could not be determined. Procedural factors such as the use of an undersized stent may have contributed to the reported event. The device is not indicated for vascular use therefore this is considered off-label usage. According to the indications for use in the safety information in the instructions for use ¿the palmaz xl balloon-expandable transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree.¿ according to the warnings in the safety information in the instructions for use ¿the safety and effectiveness of this device for use in the vascular system have not been established.¿ according to the instructions for use (not intended as a mitigation of risk) ¿select stent size a. Measure the length of the target stricture to determine the length of stent required. Size the stent length to extend slightly proximal and distal to the stricture. B. The appropriate stent length should be selected based on covering the entire obstructed segment with a single stent. Note: should more than one stent be required, place the stent most distal from the puncture site first, followed by placement of the proximal stent in tandem. C. Measure the diameter of the reference duct to determine the appropriate size stent and delivery system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.